Manufacturer narrative:
Initial information received. Attempting to have piece not in patient returned for inspection. Further information is expected to be obtained; a subsequential report will be filed accordingly. 5.17.2021 final report update. Lot number provided by initiator is not valid for any paragon 28 product. Lot or2009006 removed from lot area of 3500a. Part still implanted in patient. No further information expected at this time; if received, a supplemental report will be filed.

Event description:
Complaint initiator stated, "the surgeons performed an operation and a drill broke inside." X-ray provided displaying the broken drill piece in patient.

Manufacturer narrative:
Initial information received. Attempting to have piece not in patient returned for inspection. Further information is expected to be obtained; a subsequential report will be filed accordingly.

Event description:
Complaint initiator stated, "the surgeons performed an operation and a drill broke inside." X-ray provided displaying the broken drill piece in patient.